Event description:
A consumer reported seeing concentric rings following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues. The surgeon reported that it was discussed with the pt that this should resolve or become tolerable. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/09/2009 and 11/10/2009 by phone, fax, and mail. A completed questionnaire was rec'd on 11/19/2009. (B) (4). (B) (4). (B) (4).